Manufacturer narrative:
Device evaluated by MFR? The ventilator was rec'd on 03/13/2006. It will be forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Note that there was no death or no severe injury involved in the incident.